Event description:
It was reported that a piece of a split sheath valve (ssv) introducer broke off during use. The user reported, the event occurred in the electrophysiology (ep) lab during implantation of an implantable cardioverter defibrillator (ICD). Reportedly, a suture was accidentally placed around the introducer which caused the tip to break off and remain inside the pt. The tip was removed in surgery by an interventional radiologist. The user reported, the pt is fine. Ge healthcare's investigation into the reported occurrence is ongoing. A f/u report will be submitted when the investigation has been completed.

Manufacturer narrative:
No pt info has been made available. Additional lot# s32561, exp date 07/31/2014, MFR date 07/2010. The site initially provided the event info to medtronic (distributor) on (B)(4) 2011. Medtronic filed a form 3500a for this event under MFR report # 122045220110067. Medtronic notified ge healthcare on (B)(4) 2011.